Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. (B)(6) compatibility with the use of freestyle librelink and the (B)(4) 2019 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced a loss of consciousness and was able regain consciousness and self treat with glucagon. There was no report of death or permanent injury associated with this event.